Event description:
Boston scientific crm received information that this implantable right atrial pacing lead dislodged one day post implant. The lead was successfully repositioned. No adverse patient effects were reported.